Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2016, the reporter contacted animas, alleging a prime (random) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the black box showed a loss of prime warning with a low non zero force. The rewind, load, and prime steps were performed successfully. A prime issue was not duplicated during testing. The force calibration was within specifications. The pump was run for 24 hours with no alarms or prime issue. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad to the seal, and from the case seal to the grip pad.